Event description:
A customer reported an issue where a pump alarm was triggered during use, specifically alarm 20, while administering insulin. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a result, technical support decided to replace the pump, acknowledging that it remains under warranty. The customer was informed on the procedure to put the pump into storage mode before returning it and was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was provided with a pre-paid label to return the faulty pump within 10 days and confirmed their understanding of the instructions.